Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. The tip was found to be separated from the body of the catheter. The complaint is confirmed. The root cause is unknown. Samples from the same lot were tensile tested and met the minimum acceptance criteria. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one complaint of a similar nature were found for this lot number from the same customer.

Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The tip of the catheter separated inside the patient during a procedure. The fragment was retrieved using a snare without further complications to the patient.